Manufacturer narrative:
The customer reached out to philip's remote service technician and reported the touchscreen was calibrated, and the issue continued. The remote service technician advised customer to replace the touchscreen and provided part identification (ID) for the touchscreen. The customer also reported the top of the stand is bent and request the part number for the top assembly. The customer also requested parts ID for the top cover as the customer notes cracking. The customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event. Attempts are being made to contact the customer for repair details, repair details are pending.

Event description:
It was reported to philips that the device's touchscreen was not functioning properly. The device was not in clinical use at the time of the event. There was no report of patient or user harm.